Event description:
Reporter indicated device diagnostic testing resulted in high impedance. Review of programming history indicates high impedance was noted on a normal mode diagnostic testing. The patient underwent revision surgery where the lead and generator were replaced. Attempts to gain additional information have been unsuccessful. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.